Event description:
Additional meaningful information obtained indicated that the ipg was recovered and therapy was restored to the patient.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated knee surgery. Attempts to reconnect to the ipg were unsuccessful. The next course of action is undetermined at this time.